Manufacturer narrative:
A2: age at time of event - 18 years or older. Device eval by manufacturer: returned product consisted of an innova self-expanding stent system. The outer sheath, tip, inner sheath, and the remainder of the device were checked for damage. Visual examination revealed a kink to the outer sheath at the nosecone. Microscopic examination revealed no additional damages. The stent was deployed 5.7cm from the distal end of the middle sheath. The thumbwheel lock was missing, and the pull rack had moved.

Event description:
Reportable based on device analysis completed on 13jun2023. It was reported that a 6x80x130 innova self-expanding stent was selected for use in the 70% stenosed target lesion in the superficial femoral artery. While attempting to deploy the stent, the stent was unable to be released. The procedure was completed with another of the same device. There were no patient complications, and the patient was stable following the procedure. However, device analysis revealed the stent was partially deployed.